Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with the case cracked behind the pump near the battery compartment. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery barrel. Customer reported that there was no physical damage to the insulin pump's reservoir lip ring. No harm requiring medical intervention was reported. The device will be returned for analysis.